Event description:
It was reported that patient underwent a manipulation under anesthesia due to subluxation approximately 23 days post right total hip arthroplasty. No devices were removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 650-0661 ¿ delta ceramic head ¿ 3128008; 010000668 ¿ g7 shell - r7313004a; 51-103150 ¿ taperloc stem ¿ 7198025. Report source: netherlands. Product will not be returned to zimmer biomet for the investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Bending down, felt a pop, pain, no trauma, right leg shortened in flexion, no fractures. Dislocation with reposition under procedural sedation and anesthesia. Symptoms noted as resolved. Sat in chair too deep, luxation of hip (***no documentation that any procedure to reduce hip). Assistance to emergency, re-educated patient on use of high chair and not to flex too deeply. A review of the device history records identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to user error as the patient was not following post-op care and was further educated by the surgeon after the second incident. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.